Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt suddenly lost stimulation. Furthermore, the pt had been experiencing difficulties initiating communication between the ipg and the external devices. A replacement charging system has been sent to the pt. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. No further info is available at this time.